Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-41, lot# va0macf, implanted: (B)(6) 2014, product type lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had been experiencing leg and butt twerking. She went to the healthcare provider (hcp) on wednesday and her system was checked. Patient stated a staff member for her hcp told her that she was concerned because one of her leads was not working and the implantable neurostimulator (ins) battery replacement is not for 8 years. They did not do anything about it and did not make any suggestions, they just checked it. She was still twerking, it was not doing its job and giving problems. There was no fall or trauma related to the issue. Patient stated if she turned stim down, her situation would get worse, she would to go the bathroom more than she is doing. Patient also reported she can¿t fall and she had to be careful because she has had surgery on both wrists, knee replacement, so she had to be very careful. She had ataxia and can¿t have any more damage. She had ataxia for 8-9 years and it was prior to getting her interstim device. Patient indicated she would call another hcp. There were no further complications that have been reported as a result of this event.